Event description:
Customer reports obtaining a result of 261mg/dl and testing on a different vial of strips to obtain a result of 125mg/dl within 5 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.